Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that she had her ins removed because stimulation "didn't feel right" and it was bothering her. The patient stated that at first stimulation was fine and the issue developed later. The patient stated that the ins was removed in (B)(6) of 2014. Patient status is unknown at the time of this report.

Event description:
Additional information was received from the patient. After wearing the device for a few months, patient reported the circumstances that led to the stimulation not feeling right were the device felt like it moved and the patient wasn't comfortable with it anymore. The patient said they fell twice, but they do not know or remember if that was the cause of feeling like the device moved and not being comfortable with it.